Manufacturer narrative:
The technician found the teeth which prevent the casters from swiveling when the brakes are locked are worn and not holding the caster from swiveling. He replaced the four brake casters to repair the bed.

Event description:
Information received indicates the casters continue to swivel when in brake.